Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing and spiked impedance to high levels. There was noise from tip to coil that was consistent with a lead fracture. The transmission also showed possible undersensing with measured small r-waves. A few days afterward, the patient received inappropriate therapy and lia triggered again for continued oversensing and high impedance. T-wave oversensing (twos) was noted. Evaluation noted the lead made cracking sounds when the patient brought their arm across the chest. The lead was capped and replaced. No patient complications have been reported as a result of this event.